Event description:
I had mono-vision lasik performed in 2005. My vision has not been clear since the surgery, I now have very dry eyes that require prescription drops twice a day, and re-wetting drops several more times a day, and I am wearing glasses again to correct my vision, so I can drive and function. I regret the decision to have the procedure, and will advise everyone I know considering have it done not to do it!!! Lasik plus.